Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple incomplete bolus alerts. During troubleshooting with tandem technical support the cause of the alert was explained to the customer (bolus screen is opened but no action is performed and screen is not exited within 90 seconds); however, the customer denied having done this. Customer's blood glucose was 180 mg/dl. The customer had manual injections available as alternate insulin therapy.